Manufacturer narrative:
Results: patient lesion morphology, severe calcified lesion and 80% stenosis. Conclusion: patient lesion morphology, severe calcified lesion and 80% stenosis. (B)(4).

Event description:
It was reported that a physician was using a 3.0mm diameter x 12mm length nc sprinter dilatation balloon catheter to treat a lesion in a patient that was reported to be in the mid lad with severe calcification and moderate tortuosity and 80% stenosis. The lesion was pre-dilated and stented prior to use. It was reported that the balloon was first inflated below the rbp in the lesion but it showed an unusual shape. No patient injury or other clinical sequelae were reported. Device evaluation: the device was returned for evaluation. The device was returned with blood and contrast inside the inflation lumen and balloon. Visual inspection detected a pinhole tear on the working length of the balloon.